Manufacturer narrative:
The technician found a sticky substance was spilled down into the side rail latch, latch pin and center arm area. The technician cleaned and lubricated the side rail latch, latch pin and center arm assembly to resolve the issue.

Event description:
The account alleged the side rail will not latch. No patient impact.